Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6 reported event was confirmed by visual examination of device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One (1) ringloc bi-polar 28x56mm (item# 11-165236, lot# 730530) was returned and evaluated against the complaint. The bipolar cup was returned assembled with associated product 28mm m2a mod head -3mm nk (item# 11-163661, lot# 364120). The liner sits uneven and proud from the edge of the cup. Two segments of the liner do not touch the edge of the cup. The locking ring appears to be out of its groove on those segments. The mod head doesn¿t move freely inside of the liner. The outside of the cup has no noticeable damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial bi-polar arthroplasty, after inserting the modular head into polyethylene liner, attempts were made to place the liner into the ringloc acetabular cup. The polyethylene liner would not drop into the cup and sat proud around the rim of the cup. Attempts to reposition the liner several times were unsuccessful. Surgeon stated that the liner seems to be too big for this cup. At that point, surgeon tried to impact the liner using a head pusher and mallet. He eventually did get the liner into cup, but when he attempted to move the head inside the liner, it would only move with some force. At this point surgeon requested that a new set of implants be opened to complete the case. No adverse events have been reported as a result of this event. Attempts have been made, and no further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided.